Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not declare an audible continuous glucose monitor (cgm) alert when set on vibrate. The customer's blood glucose (bg) was over 400 mg/dl and a correction bolus was delivered to address bg level. During troubleshooting with tandem technical services, the customer was able to confirm that the volume and vibration declared when set to high volume. The customer stated that it was possible that had slept through the alert.